Manufacturer narrative:
Executive summary: updated based on additional information received. Product available to stryker: updated. Expiration date: added. Returned to manufacturer on: updated. Concomitant products grid: updated the details for microcatheter and added two other devices. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was broken in two fragments. Magnified examination of the fracture site showed the inner core wire were fractured. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. In addition, the guidewire was found bent on several places and the ptfe (polytetrafluoroethylene) coating scraped off. The ptfe coating appears to be scraped with the torque device brass collet. Functional analysis could not be performed due to the anomalies found on the product. It is likely that the bending and fracture on the guidewire appeared to be due to excessive torque and manipulation and it is possible that the ptfe damage could have resulted from excessive tightening of the torque device on to the wire. However based on the information currently available and the device inspection, the exact cause for the fracture, kink and ptfe coating peeling cannot be determined.

Event description:
During the procedure with occlusions both in the cerebral media and anterior which need for multiple passages, it was reported that resistance was noticed at about fourth or fifth passage when advancing the microcatheter over the guidewire (subject device) and the guidewire broke right within the microcatheter hub. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a procedure the guidewire broke inside the catheter. No clinical consequences reported to the patient.